Event description:
A healthcare facility in (B)(6) reported that the mr290v vented autofeed humidification chamber was leaking after five days of use. No patient consequnce was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4). It was visually inspected and pressure tested for the reported leak. The thickness of the base was also measured. Results: visual inspection of the returned chamber revealed a dent in the base and the print on the chamber dome was smeared. Pressure test identified a leak between the chamber dome and the chamber base. The returned chamber was out of specification. Measurement of the chamber base thickness also revealed that it was out of specification. A lot check revealed no other complaints of this nature for lot 131022. Conclusion: based on the inspection carried out it is likely that the returned mr290 chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A healthcare facility in (B)(6) reported that the mr290v vented autofeed humidification chamber was leaking after five days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.